Event description:
It was reported that the pt hit his head against the wall. The external equipment was checked and found to be ok, but during testing of the implant, it was seen that the implant had malfunctioned. The pt no longer has any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.